Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after pulsed field ablation near the septal mitral valve using the sphere catheter, the patient developed third degree atrioventricular (av) block. A temporary pacemaker was placed to assess if the heart block would resolve overnight. The patient was hospitalized for prolonged monitoring, with plans to observe for 48 hours. It was indicated that a permanent pacemaker would be considered if the heart block persisted. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This updated information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The patient had an atrioventricular block and a dual chamber pacemaker was implanted. The baseline gender/age characteristics is male/83 years old. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: complete atrioventricular block during pulse field ablation of the anterior mitral line circulation: journal of interventional cardiac electrophysiology. 2026 doi: 10.1007/s10840-025-02223-4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and images were returned and analyzed. Analysis of returned image shows the electrocardiogram (ECG) of the patient which had an atrioventricular block. In conclusion, the clinical issue (third degree atrioventricular (av) block) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issue was confirmed through data analysis. The physical product will not be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had a dual chamber pacemaker implanted prior to discharge.

Manufacturer narrative:
Updated b5 event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.